Manufacturer narrative:
This report is submitted on june 20, 2023.

Event description:
Per the clinic, the patient developed an infection at the abutment site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). The patient was placed under general anesthesia on (B)(6) 2023 in order to remove the abutment. The patient also underwent a skin flap revision during the same procedure. The implanted device remains.